Event description:
Complainant alleged that the medics were attempting to defibrillate a patient who was presenting a ventricular-fibrillation rhythm, when the device reported a "bridge test failed" message after the 'charge' button was pressed. The medics obtained another device to treat the patient. The patient subsequently expired, but the complaint indicated that the patient outcome was not as a result of the reported malfunction.